Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer.

Event description:
A medtronic representative reported that the navigation software application was unresponsive. Neither wired mouse or track pad would respond. The system was left at the log in screen overnight prior to the issue occurring. The system was restarted, then functionality was returned. This issue was discovered outside of surgery. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated.